Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression. The initial reported event was received on (B)(4) 2013. Of note, the reportable serious injury of infection was timely submitted via an alternative summary report that was submitted on 2014-01-31. Information was subsequently received on 2014-02-18 and revealed the lead has tested out of specification. This out of specification finding does not qualify for summary reporting and is therefore being submitted as a bimonthly report. Concomitant products: 4068-58 lead, implanted: (B)(6) 2002; 4068-58 lead, implanted: (B)(6) 2001. (B)(4).